Manufacturer narrative:
H.6. Investigation: customer returned an image of a 0.3ml syringe with no other identification available. The image does not provide enough detail to determine if the plunger is difficult to move or operate. Without the sample, no testing can be performed regarding its functionality. A review of the device history record was completed for batch # 9077904 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported when using the bd ultra-fine?¿ ii insulin syringe, the device experienced a deformed stopper. The plunger rod was difficult to move. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: defect bd ultrafine syringe, client says she has two defects, the stopper is extremely hard and when she goes to pull the medication, she says that it releases on its own, thus wasting the medication.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-31. Investigation summary: customer returned (5) 0.3ml bd insulin syringes from lot# 9077904. The customer reported that the stopper is extremely hard and when she goes to pull the medication, she says that it releases on its own. The syringes were examined, then tested for flow: all 5 samples were able to draw and expel properly. No issues regarding plunger rod movement were observed. The alleged defect was not observed on the returned samples. A review of the device history record was completed for batch # 9077904 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported when using the bd ultra-fine?¿ ii insulin syringe, the device experienced a deformed stopper. The plunger rod was difficult to move. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: defect bd ultrafine syringe, client says she has two defects, the stopper is extremely hard and when she goes to pull the medication, she says that it releases on its own, thus wasting the medication.

Event description:
It was reported when using the bd ultra-fine?¿ ii insulin syringe, the device experienced a deformed stopper. The plunger rod was difficult to move. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: defect bd ultrafine syringe, client says she has two defects, the stopper is extremely hard and when she goes to pull the medication, she says that it releases on its own, thus wasting the medication.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.